Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the objective lens (the lens had contamination), poor image quality and components failure of r-unit (the unit spanning from the distal end to the main body, another term for the charged coupled device) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "image appears white" is caused by a component failure of the objective lens; the additional finding "poor image quality" is caused by a component failure of the r-unit. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a white image. The issue was found during inspection for use. There were no reports of patient involvement.